Event description:
A customer site in (B)(6) reported that a patient specimen, which was tested with the factor ii (prothrombin) g20210a kit, was incorrectly designated as "wildtype" by the lightcycler software 4.05 / factor ii (prothrombin) g20210a macro. The customer indicated that, based on the patient specimen's growth curve, the patient specimen should have been called "unknown." The customer later repeat tested the patient specimen and the patient specimen was called "unknown." Although it was not specified by the customer, based on the available information it does not appear as though the patient specimen was reported to the treating physician as "wildtype."

Manufacturer narrative:
The investigation into this issue is ongoing. Preliminary analysis indicates that the lightcycler software 4.05 / factor ii (prothrombin) g20210a macro properly called the patient specimen as "wildtype" based on the patient specimen's growth curve. A more detailed analysis is ongoing and the investigation conclusions will be reported through a follow-up report. (B)(4).